Event description:
The customer initially reported an unspecified AED issue. There was no pt involvement reported.

Manufacturer narrative:
(B)(4): the customer initially reported an unspecified AED issue. The symptom was later clarified to be that the customer was expecting to select energy in the AED mode during testing and thought there was a malfunction. There was no pt involvement. The device was evaluated by a philips fse. The issue was isolated to a use error where the user was new to the device and thought they could select an energy in the AED mode. The device passed all testing and was returned to service. The philips fse instructed the user on AED functionality. There is no request for a response by the customer. The symptom reported was result of a use error and not a malfunction of the device. No formal response was requested and none is warranted.